Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2013, (B)(6) 2015), blood transfusion and appendectomy. Previously administered products included for an unreported indication: mirena from may 2014 to july 2014 and implanon from 2010 to 2011. Concurrent conditions included hot flashes, dizziness, memory loss, menometrorrhagia, asthma, menometrorrhagia, buttock pain, pain legs, back pain and bacterial vaginosis. Concomitant products included amfepramone hydrochloride (diethylpropion) from august 2016 to june 2017, milnacipran hydrochloride from december 2015 to may 2016, paroxetine since december 2015 and sertraline from december 2015 to may 2016. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and depression ("depression"). In may 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), pruritus ("itchy skin"), fibromyalgia ("autoimmune disorder-fibromyalgia"), adnexa uteri pain ("adnexal pain") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache, allergy to metals, vaginal discharge, pruritus, adnexa uteri pain and autoimmune disorder outcome was unknown, the vaginal haemorrhage, migraine, nausea, weight increased, rash and fibromyalgia had resolved, the dysmenorrhoea and dyspareunia was resolving and the depression had not resolved. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil into this ostia without difficulty in a normal fashion with 3 coils noted on the left. The same procedure was carried out on the right and 5 coils were noted on the right. The placement devices went in without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Pregnancy test - on an unknown date: negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2013, (B)(6) 2015), blood transfusion and appendectomy. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and implanon from 2010 to 2011. Concurrent conditions included hot flashes, dizziness, memory loss, menometrorrhagia, asthma, menometrorrhagia, buttock pain, pain legs, back pain and bacterial vaginosis. Concomitant products included amfepramone (diethylpropion) from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride from (B)(6) 2015 to (B)(6) 2016, paroxetine since (B)(6) 2015 and sertraline from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), pruritus ("itchy skin"), fibromyalgia ("autoimmune disorder-fibromyalgia"), adnexa uteri pain ("adnexal pain"), autoimmune disorder (seriousness criterion medically significant), hot flush ("hot flashes"), dizziness ("dizziness") and swelling ("I got essure my butt hole swell."). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache, allergy to metals, vaginal discharge, pruritus, adnexa uteri pain, autoimmune disorder, hot flush, dizziness and swelling outcome was unknown, the vaginal haemorrhage, migraine, nausea, weight increased, rash and fibromyalgia had resolved, the dysmenorrhoea and dyspareunia was resolving and the depression had not resolved. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil into this ostia without difficulty in a normal fashion with 3 coils noted on the left. The same procedure was carried out on the right and 5 coils were noted on the right. The placement devices went in without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Pregnancy test - on an unknown date: results: negative. Lot number: c18709 manufacturing date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2013, (B)(6) 2015), blood transfusion and appendectomy. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and implanon from 2010 to 2011. Concurrent conditions included hot flashes, dizziness, memory loss, menometrorrhagia, asthma, menometrorrhagia, buttock pain, pain legs, back pain and bacterial vaginosis. Concomitant products included amfepramone hydrochloride (diethylpropion) from (B)(6) 2016 to (B)(6) 2017, milnacipran from (B)(6) 2015 to (B)(6) 2016, paroxetine since (B)(6) 2015 and sertraline from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), pruritus ("itchy skin"), fibromyalgia ("autoimmune disorder-fibromyalgia"), adnexa uteri pain ("adnexal pain") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache, allergy to metals, vaginal discharge, pruritus, adnexa uteri pain and autoimmune disorder outcome was unknown, the vaginal haemorrhage, migraine, nausea, weight increased, rash and fibromyalgia had resolved, the dysmenorrhoea and dyspareunia was resolving and the depression had not resolved. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil into this ostia without difficulty in a normal fashion with 3 coils noted on the left. The same procedure was carried out on the right and 5 coils were noted on the right. The placement devices went in without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Pregnancy test - on an unknown date: negative . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, rash, pruritus, fibromyalgia, adnexa uteri pain, device monitoring procedure not performed, autoimmune disorder, depression were added. Patient information( dob, weight), other relevant history were added. Product batch number added. Concomitant products added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2013, (B)(6) 2015), blood transfusion and appendectomy. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and implanon from 2010 to 2011. Concurrent conditions included hot flashes, dizziness, memory loss, menometrorrhagia, asthma, menometrorrhagia, buttock pain, pain legs, back pain and bacterial vaginosis. Concomitant products included amfepramone (diethylpropion) from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride from (B)(6) 2015 to (B)(6) 2016, paroxetine since (B)(6) 2015 and sertraline from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), pruritus ("itchy skin"), fibromyalgia ("autoimmune disorder-fibromyalgia"), adnexa uteri pain ("adnexal pain"), autoimmune disorder (seriousness criterion medically significant), hot flush ("hot flashes") and dizziness ("dizziness"). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache, allergy to metals, vaginal discharge, pruritus, adnexa uteri pain, autoimmune disorder, hot flush and dizziness outcome was unknown, the vaginal haemorrhage, migraine, nausea, weight increased, rash and fibromyalgia had resolved, the dysmenorrhoea and dyspareunia was resolving and the depression had not resolved. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil into this ostia without difficulty in a normal fashion with 3 coils noted on the left. The same procedure was carried out on the right and 5 coils were noted on the right. The placement devices went in without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events dizziness and hot flashes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2013, (B)(6) 2015), blood transfusion and appendectomy. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 and implanon from 2010 to 2011. Concurrent conditions included hot flashes, dizziness, memory loss, menometrorrhagia, asthma, menometrorrhagia, buttock pain, pain legs, back pain and bacterial vaginosis. Concomitant products included amfepramone (diethylpropion) from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride from (B)(6) 2015 to (B)(6) 2016, paroxetine since december 2015 and sertraline from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), pruritus ("itchy skin"), fibromyalgia ("autoimmune disorder-fibromyalgia"), adnexa uteri pain ("adnexal pain"), autoimmune disorder (seriousness criterion medically significant), hot flush ("hot flashes"), dizziness ("dizziness") and swelling ("I got essure my butt hole swell."). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache, allergy to metals, vaginal discharge, pruritus, adnexa uteri pain, autoimmune disorder, hot flush, dizziness and swelling outcome was unknown, the vaginal haemorrhage, migraine, nausea, weight increased, rash and fibromyalgia had resolved, the dysmenorrhoea and dyspareunia was resolving and the depression had not resolved. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil into this ostia without difficulty in a normal fashion with 3 coils noted on the left. The same procedure was carried out on the right and 5 coils were noted on the right. The placement devices went in without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information were added. New event " swelling nos" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-jul-2017: case is now valid. Event "experiencing excessive and abnormal bleeding during menstruation and chronic pelvic pain " added, product information updated from legal complaint received on 13-jul-2017. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.